Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm was implanted. Vessel morphology was reported that the aortic neck at the renal artery was 18.4 mm in diameter with a 23 mm proximal aortic neck length. It was left approach and endurant 23x16x124 was inserted and deployed from below left renal artery. Cannulation was carried out for contralateral side, endurant 16x20x124 was implanted. Main body was completely deployed and removed. Endurant 16x20x82 was added for ipsilateral limb. Then ballooning was carried out with other manufacturer¿s balloon. Final angiography confirmed an endoleak which was most likely a proximal type ia endoleak. Another ballooning was carried out and checked by angiography, type I endoleak was confirmed from nearby proximal aortic neck to the outside of the vessel. The patient¿s blood pressure decreased to around the level of 70. It was determined to be vessel rupture, the physician elected to implant an endurant 23x23x49. Angiography showed that both type I endoleak to the outside of the vessel and endoleak were resolved. A few hours later from evar, CT showed no significant findings. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).